Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performs pd therapy with a homechoice (hc) device, experienced a hernia. It was unknown whether the hernia had occurred prior to the pt starting on pd therapy. It was unknown if the hernia had worsened since the start of pd therapy. On an unreported date within the same month as this report, the pt had undergone hernia repair. On an unreported date, the pt was recovered from the hernia event. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The device was not returned to baxter healthcare for further investigation. A review of the service history revealed no previous service events that would cause or contribute to the reported hernia. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.